Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when installing the disposable sheath, the sheath was observed to have jagged edges and was not able to be used. The customer reported that the issue was noticed out-of-box. There was no patient or user harm reported as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; g3; h2; h4; h6 and h11 the device was not returned to olympus for inspection and the reported failure not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.